Manufacturer narrative:
The evaluation found: the device it was not possible to switch the device on, had scratched covers, and a worn out scope connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device would not switch on. The reported problem was found during preparation for an unspecified therapeutic procedure. Upon inspection and testing of the returned device, olympus repair center found the device did not power on. This report is being submitted for no power. There was no patient involvement or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the reported phenomenon of ¿unable to power on¿ was reproduced and confirmed. The phenomenon was attributed to faulty power unit, but the cause of the fault could not be identified. Other incoming inspection findings were as follows: the cover has scratch; scope connector is worn. Olympus will continue to monitor field performance for this device.